Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter laga(B)(4) was returned and investigated with retained strips. Performed visual inspection on returned meter and no issues were observed. The meter did not power on with button depression, insertion of cal bar and retained strips. An attempt to download the meter was unsuccessful. The meter did not communicate with the computer. The meter was de-cased, and an internal inspection was performed on the circular board. No issues were observed. An extended investigation has also been conducted. Performed a visual inspection on the returned meter and no issues such as damage or corrosion were found. Attempted to power on the returned meter using new unused batteries however the meter did not power up. Supplied 3v to the neo meter using keithley source meter, and meter still did not power up. Performed mix match testing using a new unused crystal on the returned meter and observed that the meter to power on with button press and strip insertion. It was determined that the result of the customer complaint is due to a faulty 32khz crystal oscillator (y1). Therefore, this issue is confirmed to a faulty y1. In addition, the dhrs (device history review) showed the freestyle optium neo meter passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.